Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the smart coil pusher assembly; the embolization coil was intact with its pusher assembly; the pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. Conclusions: evaluation of the returned device revealed the pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. The introducer sheath friction lock inner diameter (ID) is smaller than the rest of the introducer sheath, which allows the introducer sheath to properly seat on the smart coil mid-joint. If the pusher assembly mid-joint is forcefully withdrawn beyond the introducer sheath friction lock, it is likely that resistance will be experienced by the physician upon attempting to advance the smart coil. All penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, while attempting to advance a smart coil through another manufacturer's microcatheter, the physician noticed that the smart coil was unable to advance out of its introducer sheath. Therefore, the smart coil was removed and the procedure was completed using new smart coils and the same microcatheter without further issues. There was no report of an adverse effect to the patient.